Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on performing a pump reset, and after following these instructions, the caller successfully initiated their sensor session without encountering the error again.